Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high elecsys estradiol iii assay results for one patient undergoing fertility treatment. The results were consistently high (684 pmol/l), but no follicles were seen on a scan. The results were reported outside of the laboratory and the doctor found the discrepancy when the patient was tested on a siemens advia centaur and the result was less than 70 pmol/l. It was unclear if this result was from the same sample from the patient. There was no allegation of an adverse event. An interference with the assay was suspected. An issue with biotin interference was ruled out as the results for other assays (progesterone, lh, tsh and ft4) were all comparable to the other method. The customer used cobas 6000 e 601 module, serial number (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes include sample/result mix-up, contamination, or interference. General elecsys interferences seem unlikely as other elecsys assays were unaffected.